Manufacturer narrative:
The boston scientific (B)(4) sales representative indicated that this rv lead was to be surgically revised. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous right atrial lead did become dislodged one day post-implant. Poor sensing and loss of capture were noted. There were no reported adverse patient effects beyond the need for early surgical intervention to address the issue.